Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician placed the initial ruby coils in the target vessel using a lantern delivery microcatheter (lantern). While attempting to advance a new ruby coil through the lantern, the ruby coil would not advance; therefore, it was removed. The procedure was completed using additional ruby coils and the same lantern. There was no report of an adverse effect to the patient.